Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Event of ¿cysts became more prominent¿ is not device related.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; "fluid".

Event description:
Patient reported via regulatory agency right side capsular contracture, baker grade unknown, ¿mild pain and discomfort¿, ¿the level of firmness is intermittent¿, ¿mild occasional burning sensation", ¿cysts became more prominent¿, ¿reoccurring swelling", ¿fluid which was aspirated. No bia-alcl in fluid detected¿ and "found out I had textured allergan recalled implants". The device remains implanted.